Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No motor error alarm noted. The motor was tested outside of the device and passed. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electronic board was locked properly during visual inspection. The insulin pump failed the leak test from the cracked case corner of the belt clip rails near the battery compartment. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error while administering basal insulin and pump gives a button error. The pump also shows cracks in the battery compartment. The blood sugar is unknown.